Event description:
Novathreads implanted on (B)(6) 2022. On (B)(6) 2022, hcp informed that a pdo thread seemed to have broken and moved upwards the eye area. Thread was removed. According to the practitioner, patient was worried because he said that he thought it was affecting his vision and could tell that it was not as lifted. On (B)(6) 2022, provider confirmed the patient was doing well and did not have any issues after the removal.